Event description:
It was reported that the customer was hospitalized for high blood glucose level and diabetes ketoacidosis. The blood glucose reading was 775mg/dl. Troubleshooting was performed. The programming, time/date, basel, bolus, and daily totals were correct. Ran a fixed prime test and the insulin pump kept alarming even after the infusion set and the reservoir were changed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.